Event description:
It was reported that the device was exhibiting episodes of myopotential oversensing on the ventricular channel due to noise. Noise was not reproducible. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.